Event description:
Pt contacted the hotline five weeks post-tah complaining of sensitivity to touch in the area where the catheters were placed. It was also sensitive when clothing touched area. Pt went for the third follow-up with their physician. Pt stated that dr does not believe their symptoms are surgical related. Pt questions whether they had a sensitivity to medication in the pump and/or whether co has had similar reports. Pt said they had two catheters with two small pumps. Had surgery on wednesday, catheters removed on friday, surgical staples removed the following monday and since then they have had sensitivity over catheter area. (Follow-up info as reported in 2005). The performing surgeon phoned to give pt follow-up assessment. The dr indicated that the pt had undergone a hysterectomy procedure. She stated that the pt had dysesthesia of the skin quite severe in the lower abdomen region, above the incision, which the dr stated was rare. The dr is not sure what caused this.